Event description:
It was reported that the patient was in severe pain and unable to sleep. Per family/friend, patient threatened to harm himself if he did not get pain relief. It was stated that these events occurred following an MRI scan in (B)(6) 2011. It was added that the pump worked perfectly until MRI, however, patient never got pain relief after the scan. The pump was indicated to have been replaced last week. Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).